Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician was able to verify the customer's reported issue. Visual inspection revealed power flex component jp4 was damaged. Pins 2, 3 ad 4 of jp4 was burned. The service technician replaced power flex and unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel has damaged power input. No further information was provided by the customer regarding patient involvement.